Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported pressure on the rectum. The patient stated she had some discomfort on the rectal area from stimulation. The patient noted once she decreased stimulation she felt better. The patient noted that the instructions on how to use the device were not very clear. It was unknown if there were any environmental, external, or patient factors that led to the issue. Additional information from the patient on (B)(6) reported she had a terrible buzzing in her head. The patient noted she had turned the device off on (B)(6) at 11 pm and it seemed to help it go away. The patient noted she had a tingling in her lower legs and toes, and sometimes electrical shock in her toes. The patient noted the healthcare professional (hcp) put it on a different program then the temporary. The patient left the hospital at 0.6 and she lowered it to 0.5 volts. The patient stated it was helping with the bathroom, but then she started having other issues. It was noted the patient¿s device was on. It was added they were not sure if the patient actually got the stimulation turned off on (B)(6). It was noted the symptoms were gradual in onset, but the symptoms got worse on (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Event description:
Additional information received from patient reported that patient was not sure what caused the shocking in their toes, tingling and terrible buzzing, they noticed it more often when they try to rest. They had talked to doctor about that but issue had not been resolved. Patient's weight had been reported.